Manufacturer narrative:
Additional information was received with device return. The following fields were updated: section a-2 patient date of birth: on (B)(6) 1947. Section e-1 reporter title: dr. Section e-1 reporter first/given name: (B)(6). Section e-2 initial reporter health professional? Yes. Section e-3 initial reporter occupation: physician. It was reported the patient's affected eye was ocular dexter (right eye). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown/not provided. Date implanted: not applicable, as lens was removed in the initial surgery. Date explanted: not applicable, as lens was removed in the initial surgery. Attempts were made to contact the customer account requesting additional information regarding the complaint; however, to date no response has been received. Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a defect and there was patient contact. The iol was cut out of the patient's operative eye. There were no further complications. No further information was provided.